Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. D10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi-500-00152, software version #: 3.1.6 g2: this event occurred in spain, see section e. H3, h6: software analysis was performed. No failures were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a spinal procedure. It was reported that the site was not able to perform the 3d scan. They rebooted the system and they were able to do it, but then it failed again on the last scan. They rebooted a second time and thus were able to finish the surgery. There was no reported delay to the procedure. There was no reported impact to the patient. Additional information was received. It was reported that the scan was stopped prior to starting to take an image so there was no unused radiation experienced.